Event description:
It was reported that during the procedure in the distal left anterior descending artery, a 2.25x12 rx xience v stent delivery system was advanced. Resistance was felt and force was applied due to heavy calcification. A distal stent strut flared and broke. The stent remained securely attached to the balloon. The delivery system was withdrawn from the anatomy with resistance. The procedure was completed using a non-abbott device. There was no adverse patient effect and no clinically significant delay in the procedure. Additional reported information indicates that when the stent delivery system was withdrawn from the anatomy a distal stent strut was noted to be flared (not broken as originally reported).

Event description:
Returned device analysis revealed that the stent implant was not returned. Additional reported information indicates that the stent did not dislodge during the procedure and the physician suspects that the dislodgement may have occurred during handling and packaging for return shipment.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage could not be confirmed as the stent implant was not returned. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.